Event description:
It was reported that during a ptca procedure, the wire was being used with another MFR's balloon, and the tip fractured during an exchange. The tip of the wire remains in the pt. No attempts were made at retrieval. Pt status is listed as "okay".